Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A exterior visual inspection was performed and it passed. The receiver took the charge and booted up. The receiver functional test was performed and passed all the relevant testing. The receiver download was retrieved and reviewed. During log review, no data was found within the investigation window. The reported event of initializing screen without manual restart was undetermined because there was no data within the investigation window. A root cause could not be determined.